Event description:
Customer reports unexpected negative reactions for antibody screen and antibody ID on a patient sample tested on echo. The sample was sent from a sister facility due to positive results received in gel and negative results on the echo.

Manufacturer narrative:
A DHR review was performed to confirm the reactivity of the s antigen on capture-r ready screen (3), lot r044 and capture-r ready ID (crrid), lot id114 at the time of release. These reagents were used by the customer at the time of the event, but had expired. The reactivity of the e antigen was confirmed on retention crrid lot id114 and crrs 3 lot r044 while product was in date. Testing was performed with the customer's returned patient sample using retention crrs 3, lot r051on an in-house echo. The sample exhibited 3+ reactivity with e+, s+ cell ii and was nonreactive with e-,s- cells I and iii. Screen testing was performed with customer's patient serum sample using retention crrs (3), lot r048 on an in-house echo. The sample exhibited 1+ reactivity with e+,s- cell ii and was nonreactive with e-,s- cells I and e-,s+ cell iii.hemagglutination tube testing was performed with the customer's serum sample using selected e-,s-; e+,s- and e-,s+ cells from retention panocell-20, lot 21467. Immuadd, lot 7n5515, was used as potentiator and testing was performed at all temps. Sample exhibited weak reactivity (1+) with e+,s- cell, micro reactivity with e-,s+ cell., and was nonreactive with e-,s- cell.review of the instrument images indicated a manifold leak. Dried pbs was seen on the priming strips, and a black bar was seen across the top of some of the images. A service call was made. Camera alignment was verified. Consumable parts and syringes were replaced. Four patient samples were run successfully for group/screen. Two known positive antibody samples were run successfully.